Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level that displayed as "high". The customer addressed the bg level with a manual injection of insulin. The customer continued to use pump for insulin therapy.